Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The time and date was not specified for the unexpected rewind in the notes. Unable to verify rewind anomaly. No prime/fill anomaly. No unexpected rewind or frozen screen noted during testing. Insulin pump had an intermittent button response on up arrow button due to corroded keypad traces. Insulin pump had a cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer reported that the down arrow button freezes and gets sticks. The blood glucose reading was over 165 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.